Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not known as bg meter only records to 400 mg/dl). Cause of event was not known. Customer changed pump supplies and a correction bolus was delivered. Recommendation was made for the customer to discuss the event with a healthcare provider.